Event description:
It was reported that there was oversensing/noise observed on the presenting rhythm and atrial fibrillation (af) episodes recorded by the implantable cardiac monitor (icm). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.